Event description:
It was reported that the insulin pump alarmed every time the customer was priming the infusion set. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarms. The device had cracked battery tube threads, reservoir tube lip, reservoir tube, case window display corners, scratched reservoir tube window, lcd screen, case, and missing end cap sticker.